Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma (biopsy of the granuloma was not provided) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a patient had an injection of 1 syringe of juvéderm voluma® xc in both cheeks 3 years ago. The patient now reported of developing ¿granulomas¿ at the injection sites. Biopsy of the granuloma was not provided.